Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. The clip was prepared and advanced into the anatomy. During positioning in the left ventricle, the clip became tangled in the anterior leaflet. Troubleshooting was performed and the clip was able to be freed. At this point it was observed by fluoroscopy that the anterior gripper had broken. It was decided to grasp the anterior leaflet and deploy the clip. Mr was unchanged and the procedure was discontinued.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. The clip was prepared and advanced into the anatomy. During positioning in the left ventricle, the clip became tangled in the anterior leaflet. Troubleshooting was performed and the clip was able to be freed. At this point it was observed by fluoroscopy that the anterior gripper line had broken. It was decided to grasp the anterior leaflet and deploy the clip. Mr was unchanged and the procedure was discontinued.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult positioning in anatomy was due to procedural circumstances. The cause of the reported broken gripper line and unchanged mr were unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported delay to treatment/ therapy and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.